Manufacturer narrative:
(B)(6) 2024 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing duplicated the reported issue. The investigation determined that an intermittent connection with the back up capacitor was the cause of the reported issue. The back up capacitor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 1720. It is unknown if there was patient involvement, no adverse patient effects were reported.